Manufacturer narrative:
(B)(4). Eval, results, conclusion: short neck and severely angulated aortic arch; device was used for treatment of inadequate anatomy, tapered tip retracted too rapidly.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The anatomy was described as hostile and challenging, as the neck was short measuring 18mm, the arch was severely angulated at 160 degrees and the right subclavian artery had its own take-off in the descending thoracic aorta and did not come off the innominate artery. It was reported that due to the severe arch angulation, it was difficult to insert the device, but it was eventually inserted and deployed; however, it landed distal to the intended location (see MFR # 2953200-2010-02476). A second talent device was inserted and deployed at the intended location. As the physician was retracting the tapered tip of the second device, both stent grafts were pulled down into the sac. This was attributed to the physician retracting the tapered tip too rapidly. A third talent device was deployed and landed at the intended location with a good result. No clinical sequelae were reported, and the pt is fine.